Event description:
It was reported that the patient had an ams sling placed on (B)(6) 2014; the device type is unknown. "Patient is claiming an allergic reaction" to the mesh. According to the patient, she had "hives and was itchy down there". The patient requested information as to what the sling was made of. No further patient complications were reported in relation with this event.